Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl to "high"; specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer addressed the elevated bg by manual insulin injection and a correction bolus via the pump. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.